Event description:
The customer reported that during an unspecified diagnostic procedure, the endoscopic image was blurry. There was no patient or user injury reported due to the event. No further information was provided. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue and observed scope communication error code b30 displayed on the screen, due to a faulty scope connector (plug unit). Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service observed a leak in the instrument/biopsy channel. There was a cut in switch 1. The angulation was low, and the control knob movement had play. There was a dent in the distal end plastic cover. The light guide lens had debris inside the lens but did not affect the image. The rubber adhesive was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.